Event description:
It was reported the patient's two leads were explanted due to loss of stimulation. Follow up determined the leads were replaced and reportedly the patient is getting optimal coverage. Not the two leads were the same model and lot number.

Manufacturer narrative:
Device evaluation is in progress. Evaluation results will be provided when evaluation is complete. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.